Event description:
It was reported that during a da vinci-assisted parastomal hernia repair surgical procedure, the customer was facing an issue with the energy device while using coag on monopolar curved scissors (mcs). The customer stated that an error c-34 was showing on the erbe. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system event logs and confirmed the error c-34. The customer stated that they tried to restart and replace the cautery cord without any success. The isi tse suggested trying the second monopolar port, but no change. The customer was planning to use an external generator forcetriad with the external foot pedal to finish the surgery. The site was completing the procedure as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe to resolve the error c-34. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and reported failure was confirmed and reproduced during testing confirming a defective component.

Event description:
Refer to h10/h11 for follow-up information.